Event description:
It was reported that during a meniscus repair surgery, t2 cannot be deployed. The procedure was completed with a back up device with no significant delay or patient injury reported.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. The devices arrived inside a bag with two labels on the bag. The devices were identified by the status of the anchors upon return. This complaint stated: ¿t2 cannot be deployed.¿ t1, t2 and sutures were returned for both devices. For this device, t2 was returned still inside the needle track. The depth limiter was attached and had been advanced. The delivery needle did not present any damage. The device cycled and actuated as expected. T2 was deployed as intended from the needle tip. There was no observation that would support failure of the device. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. Complaint history review found no related complaint for this part/lot number.¿